Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm which occurred on the homechoice (hc) during use, during dwell 2. The hp had replaced the heater bag and he was assisted to end the therapy. They were informed to start over using new supplies or use manual bags. They followed the above and the hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on 1/25/2012 in regards to a check lines and bags alarm and a use error - failed to follow therapy steps and she was aware of the patient having had those issues. She had already discussed the alarm with the patient and the proper procedures for changing out supplies. The patient did not mention any issues with the supplies to her. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.